Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5152355.

Event description:
It was reported via voluntary medwatch that the right atrial lead was explanted and replaced due to unknown reason. Further information was not provided.